Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field b3 date of event: unknown, approximate date used.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) began to experience urinary incontinence upon exertion. The patient states that he has been able to void without cycling the device. At a later date, a revision surgery was performed; upon examination, fluid leakage due to a pinhole in the balloon was found. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field b3 date of event: unknown, approximate date used.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) begun to experience urinary incontinence after picking up weight. The patient states that he has been able to void without cycling the device. The device remains implanted. No further details were provided.